Event description:
Rn assessing baby and found PICC line broken in two pieces. One part was attached to the patient's arm and the end piece was lying on the bedding. Some wetness noted on the sheets by the baby's arm. Patient's assessment unchanged. Temperature and vital signs stable. Accucheck 47. Neonatal md notified. PICC line removed and saved. Device is available in risk management office for inspection. Peripheral IV line started. No adverse outcome to the patient.